Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01833, 3007042319-2015-01834 and 3007042319-2015-01835) submitted for devices related to the same event. Current device location is unknown.

Event description:
The site reported that the patient there were a couple of electrical faults on the controller. The patient was admitted to the hospital. Per the physician's instructions, the controller was exchanged. After exchange of 1st controller there were e-faults with second controller. A driveline cleaning was performed per manufacturer's procedure. The patient was given a bolus of heparin and had an arterial line placed for the cleaning procedure in order to get a more accurate blood pressure during pump-off time. Per the service report there was dark greenish contamination within the driveline connector. Two rounds of cleaning were conducted with pump-off time lasting approximately 45 seconds each. With inspection of the patient's original controller, dark greenish material was noted around the base of multiple male pins. "The patient tolerated pump-off time and the procedure very well." This is report 1 of 3.

Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults.